Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. There was no activity related to pi observed in the black box or download history. The pump passed delivery accuracy test and found to be delivering within required specifications. No damage found to piston. Piston is able to rewind fully and advance to fully to end without issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient is away at camp and had a seizure from a low blood sugar. The medical technicians at the camp believe that there was something wrong with the piston on the pump and the patient stated to the reporter that the pump has had issues with the piston for several months. There was no additional information at the time of this report. This report is being made due to the seizure the patient experienced due to low blood sugar due to an alleged product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.